Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to perform a pump reset, and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.